Event description:
Additional information received noted the patient experienced a change in sensation of stimulation and a change in stimulation.

Event description:
Additional information received that the lead was at t5 with base at t7 and the physician had repositioned to lead tip at t9 and base at t10 to achieve better coverage and pain relief. A device event was not attributed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the lead migrated and was diagnosed during surgical observation. The lead was replaced and it was also noted the lead was repositioned to t9-10. It was noted the device event was due to lead migration.

Event description:
The pt experienced a loss of pain relief. She felt stimulation in her back after being hit with a water bottle. Reprogramming the device was unsuccessful. The lead was revised on (B)(6) 2010. Following the revision the pt experienced a spinal headache with nausea and light sensitivity. Medications no doz, phenergan and fioricet were administered. An epidural blood patch was performed on (B)(6) 2010. The pt recovered without sequela.